Manufacturer narrative:
The investigation has been completed. The root cause of the low bulb output was due to a defective optical bench. The cause of the defective optical bench was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported that during preventative maintenance the automated impella controller experienced low bulb power, the field engineer resolved this issue by replacing the bulb. No patient involvement.